Event description:
Caller reported experiencing occlusion alarms there was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing the infusion set and cartridge and resumed insulin use. Reportedly, the customer used supplies longer than 48 hours with humalog brand insulin, tandem technical support educated the caller on proper usage.